Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely calcified and moderately tortuous vessel of the forearm. A 5.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon was initially inflated at 16 atms without issue. However, during the second inflation the balloon ruptured at 20 atms. The procedure was completed with another of the same device. No patient complications were reported and the patent's condition is good.